Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 400 mg/dl, which was treated with manual injection. Customer had symptoms of sweating and blurred vision. Troubleshooting was performed on insulin pump to determine reason for high blood glucose; insulin pump passed high pressure test. After troubleshooting, customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose.